Manufacturer narrative:
Insulin pump passed self test however, displayable history check failed alarm found in the alarm history file due to corrupted history file. Insulin pump unable to download to the carelink software due to displayable history check failed alarms in alarm history screen. No cosmetic damage noted during physical inspection.

Event description:
Company representative reported via phone call that the device was unable to download on to the software. Customer's blood glucose was 160 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.